Event description:
It was reported that the left ventricular lead threshold was high. The left ventricular capture management (lvcm) feature was inactivated and the lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.